Event description:
Pt was revised to address thigh pain. X-ray revealed fracture of lesser trochanter and stem in varus.

Manufacturer narrative:
The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.